Event description:
Additional information from the patient reported they had not noticed the zapping in over a year. The patient stated they thought it had not happened since their last implant surgery which was on (B)(6) 2015.

Event description:
The patient reported that they got "zapped" at stores within the last year prior to the report. It was indicated that they hadn't experienced it in the last few months. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.